Event description:
Caller reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Cts provided complete pump reset information, and the caller will reset the pump when ready, with a plan to follow up if the issue persists.